Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).

Event description:
A surgeon reported that about 2 weeks ago during a cataract surgery, a capsular rupture occurred. A large piece of the lens was still just below this rupture. When starting up the bimanual vitrectomy on the system, irrigation appeared not to be working. Eventually, the lens fell further down. The doctor referred the patient to a specialist. Additional information, has been requested, but no further information is expected to be provided.